Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the second clip out of the gun scissored and failed to secure an artery. A 5mm clip applier had to be used to control the bleeding and the surgeon had to retrieve the scissored clip. Case completed with a different device (el5ml).

Manufacturer narrative:
(B)(4).